Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/10/2020. H.6. Investigation: ninety sealed 30g x 8mm safety pen needle samples were returned from lot. No. 9175961, cat. No. 329608. A visual and a functionality test was carried out on thirty samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It was reported during use the pen needle autoshield duo 30gx8mm EU was difficult to operate or not working/functioning. The following information was provided by the initial reporter: the customer stated the ¿needles cannot be screwed on properly, needles over tightened, and the safety mechanism is released too early.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the pen needle autoshield duo 30gx8mm EU was difficult to operate or not working/functioning. The following information was provided by the initial reporter: the customer stated the ¿needles cannot be screwed on properly, needles over tightened, and the safety mechanism is released too early¿.